Manufacturer narrative:
Device eval summary: device electrode of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon eval, the white (drvn_gnd) wire was open in the trunk cable connector. The cause of the adjust belt messages is the open white wire. The root cause of the open white wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A territory manager (tm) contacted zoll customer support while assisting a (B)(6) male patient to report constant adjust belt messages. The patient was issued a replacement electrode belt.